Event description:
In 2005, the lay user/pt contacted lifescan and alleged that her one touch basic original meter was not powering on. The pt reported that sometime in 2005, the meter was not powering on and she was not able to test. She ended up in the hosp and her blood glucose result was "high in the 400s". The pt's symptoms if experienced and medication regimen is not provided. At the time of troubleshooting, the pt was asked to press the power button. However, the meter would not turn on. The batteries were checked and they were correctly installed. The batteries were placed, but the issue persisted. The condition of the battery contacts was also good. The meter issue was not resolved with troubleshooting. A replacement meter was sent to the lay user/pt.